Manufacturer narrative:
Device has not been received yet.

Event description:
It was reported that during testing after a few uses of the tps handswitch the safe/run button becomes loose. There was no patient involvement and no adverse consequences associated with this event. No further information is available at this time.

Event description:
It was reported that during testing after a few uses of the tps handswitch the safe/run button becomes loose. There was no patient involvement and no adverse consequences associated with this event. No further information is available at this time.

Manufacturer narrative:
Attempts to obtain the product for evaluation were made, but were not successful. In order to determine the root cause of the failure, a quality investigation must be completed. Not returned to manufacturer for evaluation.